Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient developed atrial fibrillation (a-fib) after using the vest apx system. The patient received the vest approximately three weeks ago and used it regularly during that time. Since then, the patient has experienced back pain. Fourteen days prior to this report, the patient went to the hospital. Allegedly the patient¿s back pain was ¿so severe that it placed their heart into a-fib.¿ reportedly the patient was in the emergency department for two days. The patient felt they were not receiving adequate care and three days later was admitted to a different hospital. In this hospital the patient was treated for pain and a-fib. The patient reported three of their vertebrae had shifted in the cervical area of their spine, and their medical team advised that the a-fib was a result of their pain level from the shifted vertebrae. The patient stated that they had a cardiac catheterization and echo tests done, and no abnormalities were found. Five days after admission, the patient was discharged from the hospital with a neck brace and traction therapy. The patient is now wearing a neck brace, and the pain has subsided. Reportedly the patient will start traction therapy ¿soon to see if that is beneficial.¿ the vest has since been discontinued. There was no report of device malfunction. No further information was available at the time of this report.